Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation found that the power issue was due to the device detecting the main power supply unit (psu) as an external battery. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. The evaluation determined that the device failure to complete its internal self-test was due to a software issue. The software was upgraded to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that there was no power from the power supply unit of an astral device. The astral device also failed to complete its internal self-test. There was no patient injury reported as a result of this incident.